Event description:
Dr. (B)(6) was final tightening a two level, expedium screw construct from l3 ¿ l5 using a midline approach. Dr. (B)(6) had locked down 5 of the 6 set screws, and when he went to lock down the left l3 screw, the tip of the viper screwdrive (2867-45-550) sheered off into the set screw. Dr. (B)(6) used a carbide drill bit to cut the rod, and then helicoptered the screw out. He replaced the screw. He then tried to final tighten that side of the construct again, and then another screwdriver tip was sheered off again. Once again, dr. (B)(6) used a carbide drill bit to cut the rod, and helicoptered the broken screw out. He then proceeded with the case, reduced the rod and began closing. 45 minute delay.

Manufacturer narrative:
The viper2 final tightener handle was returned to the complaints handling unit for evaluation. The handle featured no immediately distinguishable defects. Results of testing and disassembly of the torque handle wrench suggests that the torque handle likely subjected a higher that anticipated torque onto the driver shaft's resulting in broken tips. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the final tightener handle becoming seized cannot positively be determined. The age of the device (>3 years) has been noted as wear and tear and fatigue may have contributed. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.